Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device issue was found prior to the procedure by the robotics team during quality inspection. The customer believes the device was damaged during the decontamination process (improper loading of the triton washer is where they believe the damage occurred) prior to being sterilized and inspected. The customer has not received any return patients for foreign material removal due to the issue, and no x-ray was performed as the device was removed from set-up prior to the surgery proceeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 17.84mm x 2.27mm was found to be broken off but was returned with the instrument. Further inspection found a broken molded insulator at the distal end due to the broken grip tip. The broken piece was not returned measuring roughly 0.1005" in size. Components adjacent to this broken molded insulator did show damage as the grip tip was broken. For clarification, the conductor wire was not damaged and not dislodged, and the instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm force bipolar instrument's jaw was broken. No known impact or patient consequence was reported.